Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shocking impedance measurements of greater than 125 ohms. A rise in rv threshold measurements was also observed. Boston scientific technical services provided troubleshooting options, and the rv lead remains in service. No adverse patient effects were reported.